Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on october 05, 2022, with lot number 2895110. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in the anterior side assessed, as surgical damage. Additional observations: crease flat observed, on the surface of the shell. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.